Event description:
It was reported that during a laparoscopic nephrectomy procedure, the staples were not formed correctly; they were not in b-formation. It is unknown how the case was completed. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Yes. Were there any feeding issues experienced with the device? No. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Asku. What were the indications for surgery? Laparoscopic nephrectomy. Does the patient have any relevant history of surgical treatments? Asku. The analysis results of the device found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. No incident related to the reported event was observed during the batch record review.